Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that during therapy, an intra-aortic balloon (iab) leak occurred and the intra-aortic balloon pump (iabp) generated an unknown leak alarm. No patient injury was reported. It was noted that blood was found in the balloon and internal device; and that a leak was visibly found, (pinhole) on the tip of the balloon.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found evidence of blood. The fse replaced the purge valve reservoir assembly. The iabp was repaired and returned to clinical use.

Event description:
The customer reported that during therapy, an cs300 intra-aortic balloon (iab) leak occurred and the intra-aortic balloon pump (iabp) generated an unknown leak alarm. No patient injury was reported. It was noted that blood was found in the balloon and internal device; and that a leak was visibly found, (pinhole) on the tip of the non-getinge balloon catheter.